Event description:
It was reported that the patient presented with pre-syncopal symptoms with pacing inhibition and asystole. Noise was found on the pace/sense portion of the right ventricular (rv) lead which was reproduceable with provocative maneuvers. The rv lead was capped, and the chronic rv lead's pace/sense portion was activated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2013 (B)(6); 6947 implantable tachy lead 2013 (B)(6). (B)(4).